Event description:
The customer contacted pmt to report that an expander was leaking shortly following a fill procedure that had taken place on (B)(6) 2009. When the expander was explanted from the patient, it was discovered that the tissue expander had been torn. The initial implant of the tissue expander was on (B)(6) 2008.

Manufacturer narrative:
This report is being initiated following an FDA field audit, it was recommended by the FDA field auditors that a completed review of past closed complaints be conducted for up to 2 years. This filing is a result of that.